Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances were 125 ohms. The patient was expected to be brought in so the alert limit could be increased. The products remain in service. No adverse patient effects were reported.